Event description:
Device 1 of 3: ref MFR reports: 1627487-2014-21050 and 1627487-2014-21055. The patient has four scs leads, each two below to the same lot number. It was reported the patient is experiencing a stinging sensation in her back (where the scs leads are located) when stimulation is turned up to a therapeutic level. As a result, the patient's stimulation has been programmed to a low level until she consults with the physician regarding this issue. Diagnostics revealed low impedances on the scs lead.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.